Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and calcifications. Device status is unknown.

Event description:
Healthcare professional reported left side rupture and calcifications. The device has been explanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: material rupture observed an opening of the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcium deposits/calcification: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.